Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws were difficult to open during a laparoscopic hysterectomy. The device was released from the patient without the need of excessive force. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The reported condition of the jaws not opening was not confirmed. The latch and the jaws opened and closed properly during testing. The knife cut was acceptable. The blade could be advanced but did not move smoothly in the knife track due to the excessive eschar in the track. The jaws will not open if the knife does not retract to home position. However, the alleged incident could not be duplicated.